Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer's device would not power on. The cause was determined to be due to the system/memory pcb assembly. After replacing the system/memory pcb assembly and other repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that after replacing the batteries on their device, the device would not power on.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system/memory pcb assembly and determined that the cause for the reported issue was due to an electrical short between filter designators, fl207 and fl120. This caused the board to burn and the device to not be able to power on.